Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance, which confirmed the complaint. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.